Event description:
It was reported by service report that the head right side rail is damaged and it will not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail impact damaged.